Event description:
It was reported that patient presented in-clinic after receiving appropriate shock. Decreased sensing and loss of capture were observed. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.